Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during four consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the device was fired on the patient¿s side of the cystic duct twice. Next, the trigger was grasped to feed the third clip into the jaw before the device was fired on the other side. However, when the surgeon grasped the trigger fully, the third clip was malformed. The device was removed from the patient once to check its function. After that, although the trigger was grasped, the next clip was not fed into the jaw. When the trigger was grasped several times, three or four clips ejected at the same time. When the trigger was grasped again, the jaw became not to open. Another device was used to complete the procedure. There were no adverse consequences for the patient.